Event description:
Received a report from a consumer indicating she sought medical assistance to remove a piece of a tampon pledget that had separated, and remained behind during removal of a tampon. Consumer advised the remaining piece was removed without incident, and she has fully recovered.

Manufacturer narrative:
Reporter advised the lot code information of the product had been discarded. We have requested and await the consumer's return of product for evaluation.